Manufacturer narrative:
At this time, the technical investigation does not indicate any system failure or system malfunction at the time of the procedure.

Event description:
Siemens was notified that during an interventional procedure, the artis one system stand was not able to be moved after it was switched on. The patient was moved to an alternate system to complete a pacemaker procedure. Furthermore, it was reported that the patient was in a grave state of health prior to the performed procedure and subsequently passed away due to congestive heart failure and myocardial infarction.